Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection. The physician was unable to advance the wire due to a heavily calcific tight lesion and a third-party wire (glidewire) was used to complete the procedure. An unplanned additional stent was placed to cover the dissection.